Event description:
Update avoe 20-sep-2024: further information was provided that the initial surgery was performed on the (B)(6) 2024 and the device implanted was the plate ar-2654cr (lot 15151774).

Manufacturer narrative:
Additional information: b3, b5, d1, d4, g3, g4, h3, h6. Based on evaluation of x-ray images from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. Dfu-0192-9 revision 6, section e.5 states that a postoperative regimen should be followed strictly: ¿5. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device". The complaint allegation of a broken ar-2654cr, batch 15151774, is confirmed.

Event description:
It was reported that the patient was operated at the shoulder in (B)(6) and reconsulted at the end of (B)(6) due to the fracture of the initially implanted plate. Surgery resumed on (B)(6) with graft. The patient revisited on (B)(6) due to a new plate fracture. No further information was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.